Event description:
I removed the biological indicator from autoclave #2 and I was walking with it down to the incubator wrapped loosely in a towel when the indicator exploded. I got the liquid in my eye and shards of glass on my face. I washed my eyes out and wiped my face off. (I was seen in employee occupational health. There was no harm).